Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant.

Event description:
It was reported that during implant of the right ventricular lead the impedances were high and sensing values were low in several different locations. Cables were ruled out as a factor. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.